Event description:
The settings independently changed. The pump was returned to the purchasing department with an unsigned note stated, "will not come out of piggyback mode". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at a third party biomedical facility, channel a of the device was stuck in the piggyback mode. When clearing the rate or volume to be infused on channel a, the biomedical engineer noted that the displayed number would "jump up or down in increments of 10 or more" and the top portion of the display would "blank out" so that segments of the displayed numbers would disappear. No alarms were noted. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.